Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity'), pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis') in an adult female patient who had essure (batch no. 625898-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, constipation, drug allergy (vomiting), vomiting, candida vaginal, cystitis, laparoscopy, endometriosis ablation, uterine bleeding, curetting of chalazion, paratubal cyst, meningitis serosa circumscripta, endometrial biopsy, chest tightness, shortness of breath, removal of wisdom teeth, spinal stenosis, prolapsed cervical disc, spinal stenosis, herniated disc, adenomyosis, multigravida, parity 3 and bowel dysfunction. Current weight 150 lbs. Concurrent conditions included ovarian cyst, uterine enlargement, umbilical hernia, burning micturition, vaginal itching, urinary frequency, nocturia aggravated, pain in leg, upper respiratory infection, diarrhea, nabothian cyst, uterine bleeding and appetite lost. Concomitant products included gabapentin and oral contraceptive nos. In 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure inserted. In july 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). In april 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe") and nausea ("nausea"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe:sleep"), memory impairment ("hormonal changes describe:memory"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In february 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In november 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), migraine ("migraine/headache"), headache ("migraine/headache"), adenomyosis ("adenomyosis") and fallopian tube cyst ("she indicated that he fallopian tubes had some small cyst in them"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2017 total hysterectomy (uterus and cervix removed) unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, insomnia, memory impairment, vaginal haemorrhage, menorrhagia, urinary tract infection, autoimmune thyroiditis, dysmenorrhoea, vaginal discharge, fatigue, weight increased, back pain, constipation, nausea, migraine, headache, adenomyosis and fallopian tube cyst outcome was unknown and the pelvic pain was resolving. The reporter considered adenomyosis, autoimmune thyroiditis, back pain, constipation, device expulsion, dysmenorrhoea, fallopian tube cyst, fatigue, headache, insomnia, memory impairment, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the left the coil was placed with 14 trailing coils tubal ostia. On the right it was placed with 4 trailing coils.upon questioning him it was noted that you can have up to 17 trailing coils into the uterine cavity and have correct placement. There was no evidence of perforation of the device and the fimbriated end of the tube was normal. Bilateral salpingectomy ¿ 06-dec-2016. Unilateral oophorectomy & total hysterectomy (uterus and cervix removed) ¿ 28-mar-2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram pelvis - on 24-apr-2015: findings: bilateral essure wires are in place. Impression: 1. No acute process within the abdomen or pelvis. Normal appendix. 2. Suspected 2.4 cm right ovarian corpus luteal cyst. 3. Essure wires in place. Mild uterine enlargement. 4. Fat-containing umbilical hernia.. Hysterosalpingogram - on (B)(6) 2008: result: findings consistent with occlusion of the fallopian tubes by essure devices.. Pathology test - on (B)(6) 2016: result: endometrium, curetting: menstrual endometrium. 2. Fallopian tube, bilateral, salpingectomy: paratubal cysts. Medical surgical devices consistent with essure coils.myometrium, cornu, bilateral, resection.. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan - on (B)(6) 2016: impression: 1. No significant abnormality identified within the pelvis. 2. Bilateral essure devices are identified and located within the fallopian tubes. Addendum: the ordering nurse practitioner requested greater detail in the position of the essure devices. As stated on the original report both of the essure devices are located within the fallopian tubes. The proximal 2cm of the left essure device extends into the left endometrium /uterine cavity. However, this is unchanged from the original 2008 hysterosalpingogram. The entirety of the right essure device is located within the right fallopian tube.. Concerning the injuries reported in this case, the following events: adenomyosis, pelvic pain, device expulsion were confirmed in patients medical record. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity'), pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis') in an adult female patient who had essure (batch no. 625898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, constipation, drug allergy (vomiting), vomiting, candida vaginal, cystitis, laparoscopy, endometriosis ablation, uterine bleeding, curetting of chalazion, cyst, meningitis serosa circumscripta, endometrial biopsy, chest tightness, shortness of breath, removal of wisdom teeth, spinal stenosis, prolapsed cervical disc, spinal stenosis, herniated disc, adenomyosis, multigravida, parity 3 and bowel dysfunction. Current weight 150 lbs. Concurrent conditions included ovarian cyst, uterine enlargement, umbilical hernia, burning micturition, vaginal itching, urinary frequency, nocturia aggravated, pain in leg, upper respiratory infection, diarrhea, nabothian cyst, uterine bleeding and appetite lost. Concomitant products included gabapentin and oral contraceptive nos. In 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe") and nausea ("nausea"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe:sleep"), memory impairment ("hormonal changes describe:memory"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), migraine ("migraine/headache"), headache ("migraine/headache"), adenomyosis ("adenomyosis") and fallopian tube cyst ("she indicated that he fallopian tubes had some small cyst in them"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy and on (B)(6) 2017 total hysterectomy (uterus and cervix removed) unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, insomnia, memory impairment, vaginal haemorrhage, menorrhagia, urinary tract infection, autoimmune thyroiditis, dysmenorrhoea, vaginal discharge, fatigue, weight increased, back pain, constipation, nausea, migraine, headache, adenomyosis and fallopian tube cyst outcome was unknown and the pelvic pain was resolving. The reporter considered adenomyosis, autoimmune thyroiditis, back pain, constipation, device expulsion, dysmenorrhoea, fallopian tube cyst, fatigue, headache, insomnia, memory impairment, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the left the coil was placed with 14 trailing coils tubal ostia. On the right it was placed with 4 trailing coils. Upon questioning him it was noted that you can have up to 17 trailing coils into the uterine cavity and have correct placement. There was no evidence of perforation of the device and the fimbriated end of the tube was normal. Bilateral salpingectomy ¿ (B)(6) 2016. Unilateral oophorectomy & total hysterectomy (uterus and cervix removed) ¿ (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: findings: bilateral essure wires are in place. Impression: no acute process within the abdomen or pelvis. Normal appendix. Suspected 2.4 cm right ovarian corpus luteal cyst. Essure wires in place. Mild uterine enlargement. Fat-containing umbilical hernia. Hysterosalpingogram - on (B)(6) 2008: result: findings consistent with occlusion of the fallopian tubes by essure devices.. Pathology test - on (B)(6) 2016: result: endometrium, curetting: menstrual endometrium. Fallopian tube, bilateral, salpingectomy: paratubal cysts. Medical surgical devices consistent with essure coils. Myometrium, cornu, bilateral, resection. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan - on (B)(6) 2016: impression: no significant abnormality identified within the pelvis. Bilateral essure devices are identified and located within the fallopian tubes. Addendum: the ordering nurse practitioner requested greater detail in the position of the essure devices. As stated on the original report both of the essure devices are located within the fallopian tubes. The proximal 2cm of the left essure device extends into the left endometrium /uterine cavity. However, this is unchanged from the original 2008 hysterosalpingogram. The entirety of the right essure device is located within the right fallopian tube. Concerning the injuries reported in this case, the following events: adenomyosis, pelvic pain, device expulsion were confirmed in patients medical record. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs and mr received: events :hormonal changes describe: memory/sleep, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),infection (bladder/urinary tract/vaginal) type: urinary tract infections, autoimmune disorder type of disorder: hashimoto's thyroiditis, migration of essure device location of device: uterine cavity, dysmenorrhea (cramping),vaginal discharge, pain, fatigue, weight gain, lower back pain, gastrointestinal or digestive system condition type: severe, nausea, migraine/headache, memory impairment were received,the left tube had a markedly distended swollen cornual segment. Reporter, patient history. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.